Event description:
A hospital in (B)(6) reported that the pad on the opt314 junior interface wigglepads had come loose from the plastic. There was no patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently endeavouring to retrieve the cannula for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) the complaint opt314 junior cannula was not returned to fisher & paykel healthcare for evaluation as it had been discarded by the hospital. Our investigation is based on a photograph of the subject cannula provided by the hospital. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Inspection of the provided photograph revealed that the loop pad (wigglepad padding) had partially detached from the right side of the cannula. Our user instructions that accompany the optiflow junior nasal cannula contain the following instruction with regard to placing of the wigglepads: ensure skin is dry/prepared. Additionally the optiflow junior nasal cannula fitting guide contains the following statement: ensure infant's skin is clean and dry. Follow your hospital's protocol for skin preparation. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.

Event description:
A hospital in (B)(6) reported that the pad on the opt314 junior interface wigglepads had come loose from the plastic. There was no patient consequence.